Event description:
Hcp reported the pt had a strep and staph aureus infection of the device and pt also needed an MRI and did not use the device anymore. The device was removed and returned to the MFR for analysis. A follow up report will be sent when additional info is received.